Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician¿s report indicated that ¿structured clinical testing with electrode impedance or structural structure.¿ there was a high impedance test during the procedure. The lead was never implanted. The electrode was replaced by another that proved to be integral with a normal impedance test. The issue was resolved at the time of report.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.